Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported her daughter received low reading compared to a laboratory result. On (B)(6) 2018, customer experienced nausea, headache and "dry mucous membranes" and reportedly obtained a reading of "150 mg/dl on the sensor" compared to a lab result of 400 mg/dl. Customer was diagnosed with severe high blood sugar and was treated with unspecified medication by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer's mother reported her daughter received low reading compared to a laboratory result. On (B)(6) 2018, customer experienced nausea, headache and "dry mucous membranes" and reportedly obtained a reading of "150 mg/dl on the sensor" compared to a lab result of 400 mg/dl. Customer was diagnosed with severe high blood sugar and was treated with unspecified medication by a healthcare provider. There was no report of death or permanent impairment associated with this event.